Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) posted on a social media platform called "living with the s-ICD" that the device appeared to be depleting prematurely. It was written that the s-ICD had been implanted for 3.5 years, with a 10% per year usage on average. At the recent device check the battery appeared to have decreased by 53% in six months. The patient noted in the post that the physicians found this to be odd, and it was confirmed that this specific device was not included in any recall advisories. The local field representative later reported they had been contacted by the patient's physician about this device and the unexpected and high battery depletion that was observed. The device was implanted in the united kingdom but would be replaced in poland, where the patient was currently living. No adverse patient effects were reported. Available information indicates the device remains implanted and in service, pending a replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) posted on a social media platform called "living with the s-ICD" that the device appeared to be depleting prematurely. It was written that the s-ICD had been implanted for 3.5 years, with a 10% per year usage on average. At the recent device check the battery appeared to have decreased by 53% in six months. The patient noted in the post that the physicians found this to be odd, and it was confirmed that this specific device was not included in any recall advisories. The local field representative later reported they had been contacted by the patient's physician about this device and the unexpected and high battery depletion that was observed. The device was implanted in the united kingdom but would be replaced in poland, where the patient was currently living. No adverse patient effects were reported. Available information indicates the device remains implanted and in service, pending a replacement procedure. The device was explanted and replaced two months later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) posted on a social media platform called "living with the s-ICD" that the device appeared to be depleting prematurely. It was written that the s-ICD had been implanted for 3.5 years, with a 10% per year usage on average. At the recent device check the battery appeared to have decreased by 53% in six months. The patient noted in the post that the physicians found this to be odd, and it was confirmed that this specific device was not included in any recall advisories. The local field representative later reported they had been contacted by the patient's physician about this device and the unexpected and high battery depletion that was observed. The device was implanted in the united kingdom but would be replaced in poland, where the patient was currently living. No adverse patient effects were reported. Available information indicates the device remains implanted and in service, pending a replacement procedure. The device was explanted and replaced two months later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.